Event description:
Foley catheter inserted 11/01 noted to be void of any trace of urine. Attempt to remove foley the following day unsuccessful. Urologist extracted catheter. Upon extraction, small piece of catheter balloon noted to be missing. Pt later voided small piece of catheter.